Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7046358.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site. It was also noted that the patient does not use the device anymore due to it not providing adequate relief. The patient underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned.